Event description:
It was reported that the device showed all three (charge-pak, attention and wrench) icons displayed. The device would not be able to provide defibrillation therapy in the reported condition. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. The cause for the malfunction was determined to be tin whisker growth on sockets seven and eight of the charge pak and on/off switch flex assembly. This resulted in excessive current leakage and depleted the internal hlc battery. A replacement device was provided to the customer.